Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements have been gradually increasing presenting high out of range measurements. Technical services (ts) was consulted and recommended to continue to monitor. This rv lead remains in service. No adverse patient effects were reported.